Event description:
It was reported that the patient experienced syncopal episodes. The lead exhibited increased thresholds and noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was abraded at 23.5 cm from the connector pin.